Event description:
This lead was implanted on (B)(6) 2004. On (B)(6) 2011 it was reported to technical services that it would be explanted due to infection. Dr. (B)(6) is doing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).